Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2013. The notes indicate that the patient¿s device was closer to the patient¿s skin and had moved medially from its original location. The physician noted that the patient continued to gain weight and was markedly obese, which was believed to be the cause of the reported migration. The patient's device was tested during the office visit and diagnostic results showed normal device function. Follow-up revealed that the patient was ill and recently tested for pulmonary hypertension and muscular disease. The patient was reported to have multiple medical issues and was hospitalized frequently. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Manufacturer narrative:
.